Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to staphylococcus infection. Additional information indicates that the lead was attached to the superior portion of the lead location thus was not removed by the physician. This rv lead was abandoned surgically. No additional adverse patient effects were reported.